Event description:
During evaluation of a returned spectrum infusion pump, the device was unable to recognize the door is open. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device was unable to recognize the door is open. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be upper hook switch is staying stuck in the closed position. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.